Event description:
A power-on-reset (por) condition was reported following exposure to a customer security system. The pt was able to clear the por condition. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).